Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported defective light/ no image issue was likely the result of a charged-coupled device (ccd) failure. The root cause of the ccd failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during reprocessing the light on the evis exera ii ultrasonic bronchofibervideoscope was defective. The light comes on, but there was no image. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the findings reported in event, the following non-reportable malfunctions were identified: glue on rubber was peeling; the screen blacks out, the image intermittent goes out and returns; broken elements: multiple dents, kinks and crimp on insertion turn, and angulation tube defective. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.